Event description:
A talent abdominal stent graft system was implanted for the treatment of a 7 cm abdominal aortic aneurysm. Vessel morphology at the time of implant not reported. The iliac stent graft limbs were extended into the external iliac arteries at the implant and were not crossed. It was reported that the patient presented with back pain. A current CT revealed that the aneurysm had shrunk from 7 cm to about 3 or 4 cm. In addition, a severe occlusion of the left side/ipsilateral limb extension in the left external iliac was noticed, although the patient was asymptomatic and had good collateral flow. Currently, the vessels are straight and non-calcified, and the left iliac had narrowed to about 5 mm in diameter distal to the ipsilateral limb. A thrombectomy was performed to remove the clot in the ipsilateral extension limb in the left external iliac. Two grafts from another manufacturer were implanted into the limb. Then, a 16x16x85 aneurx limb was placed in the unsupported segment of the talent bifurcated stent graft (MFR. 2953200-2009-01729) mainly for prophylactic reasons, since there was no issue of an occlusion in the bifurcated stent graft limb. The final angiogram looked very good. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Secondary intervention. Arterial and venous occlusion. Lack of information.